Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was unknown. The sample was not returned for evaluation; therefore, one sample of the same catalog number was selected from current production at the manufacturing facility. A visual exam was performed on the production sample and it was observed that the 15mm connector was partially inserted into the tube. No defects were found. The production sample was then installed on an anatomy model at room temperature. No issues were detected with the 15mm connector. It was connected firmly to the ventilator. A photograph provided by the customer was reviewed and it showed that the 15mm connector was seated inside the tube. The complaint could not be confirmed as the actual sample was not returned for evaluation, and no visual or functional issues were found on the sample taken from production. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges that "during an emergency operation in the ambulance, the cold stiffens the plastics and the tube tip gets off easily. So medical staff has to fix it with plaster tape." There was no report of patient harm or injury.

Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges that "during an emergency operation in the ambulance, the cold stiffens the plastics and the tube tip gets off easily. So medical staff has to fix it with plaster tape." There was no report of patient harm or injury.